Event description:
It was reported that the patient with this left ventricular (lv) lead experienced an infection within 2 months after implant. This cardiac resynchronization therapy defibrillator (crt-d) system including this lv lead was explanted as a result. No adverse patient effects were reported.